Event description:
As the dr was manipulating the device in the renal artery it caught on plaque and dislodged. The stent was snared and as it was being removed it caught and lodged within the femoral artery. The pt went to surgery for removal.